Event description:
It was reported that the patient presented to the clinic with their mobile power unit (mpu) showing a yellow wrench and a power sign flashing continuously while plugged in with intermittent alarming/beeping. The clinic requested a replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) serial number (B)(6) having a yellow wrench and power sign flashing with an intermittent alarm was confirmed during the evaluation of the returned device. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and the reported event was confirmed. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test mpu, and the reported issue was reproduced again. Further evaluation confirmed a compromised capacitor c5 on the power supply assembly. The capacitor was replaced and the test mpu functioned as intended. The root cause of the reported event was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev. D and heartmate 3 instructions for use (IFU), rev c¿ describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) serial number (B)(6) having a yellow wrench and power sign flashing with an intermittent alarm was confirmed during the evaluation of the returned device. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and the reported event was confirmed. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test mpu, and the reported issue was reproduced again. Further evaluation confirmed a compromised capacitor c5 on the power supply assembly. The capacitor was replaced and the test mpu functioned as intended. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev. D and heartmate 3 instructions for use (IFU), rev c¿ describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.